Event description:
Patient reported the infusion device displayed an e8 power interrupt error, and the down button is defective. No physiological effects were reported, and the patient did not require treatment from a health care professional or second party to address the issue. The infusion device was returned for evaluation. The complaint cannot be verified due to mishandling of the product. The e8 power interrupt errors were found in the history. The snap dome of the down button is pressed through due to an external mechanical influence, and this led to an always activated down button and unsolvable e8 power interrupt error messages.